Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While performing an attune total knee case, surgeon was attempting to implant tibial component and modular impactor fractured. In that same case during implantation of femoral component, the modular femoral impactor fractured as well. There was no delay in the case and no incident to report that was detrimental to the patient.